Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6)2018 in the morning due to a high blood glucose of 875 mg/dl. Symptoms that were reported at the time of the incident included nausea, didn't wanna eat, tired, lethargic, and pain in the upper back and chest. The customer was treated for high blood glucose via insulin drip. Troubleshooting was provided. No products will return for analysis. The auto mode feature was not in use.